Event description:
Device returned with report of "pump not infusing - explanted". Follow up investigation revealed that the pt had "severe drug withdrawal symptoms." These symptoms included paranoia, including talking to self in an extreme psychotic episode, increased temperature, and tremendous spasms. The tests ran to diagnose the condition included a bone scan, spinal taps, MRI and a dye study - all negative. There had been no discrepancy of pump refill volumes and a rotor study was not done. The pump was replaced. The pt has recovered from the surgery and is doing well now.